Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Blood glucose reading was 579 mg/dl. Customer reported insulin pump had insulin flow block alarm. Customer declined troubleshooting for high blood glucose. It was unknown whether auto mode feature was active during reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.